Event description:
Continued headaches, sinus issues and drainage, sore throat, and skin break outs from continued forced mask use/wear at work, to enter, public facilities, and to fly. FDA safety report ID# (B)(4).